Manufacturer narrative:
The device was manufactured between 28aug2020 and 29aug2020. Seventy-nine (79) devices were retained by the customer and the device was evaluated by an independent laboratory. It was further reported, the particulate matter was stated to be abs; however, the condition could not be confirmed nor refuted. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter (pm) was observed in seventy-nine (79) exactamix 250ml eva tpn (total parenteral nutrition) bags. The events occurred after the bags were filled (post-compounding) with an unspecified volume of fentanyl and bupivacaine. The pm was identified by the customer as abs. There was no patient involvement. No additional information is available.